Manufacturer narrative:
Eval summary: pt info such as height, weight, and pt activity is unk. The returned head meets print specifications. Without measurement and analysis of the humeral stem, the exact cause cannot be determined with certainty. Eval: device history indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It is reported that during surgery in 2009, the trabecular metal humeral head seated proud. The stem could not be removed and a thinner head was used, which did not fully seat. Only 00430204619 was returned for eval. Items 00434811213 and 00430204615 were implanted.